Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken main tube at the distal end. There might be missing pieces from the main tube, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The complaint regarding tip off center was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during central processing, the force bipolar instrument tip is off centered. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.